Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with charite disc in (B)(6)2005 at l5/s1. Pt reports having continued pain following placement of the device. As this could result in the need for surgical intervention, an MDR is filed to document this event.

Manufacturer narrative:
Info is limited and no definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.